Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the tip of the fenestrated bipolar forceps instrument looks burnt. There was no report of patient involvement or patient injury.